Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported mis-fired-sutures did not deploy could not be confirmed because the suture was not returned. In addition, the device analysis revealed that one of the anterior cuff tabs was broken off and not returned with the device. Cuff tabs measure on one one-hundredth (0.01) of an inch square. Due to the extremely small size, a missing cuff tab is not visible without magnification and would not be noted by the user. Based on a visual/functional inspection analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that sutures placement was attempted in the right common femoral artery with a proglide device using the preclose technique prior to an abdominal aortic aneurysm (aaa) procedure. The arteriotomy was a 9f and mildly calcified. Reportedly, the proglide "mis-fired"; the sutures did not deploy. Two additional proglide devices were used, successfully pre-placing the sutures. The sheath was upsized to a 17f and the aaa procedure was completed. Hemostasis was achieved using the pre-placed sutures from the two proglide devices. The pre-placed sutures in the left common femoral artery were successfully used to achieve hemostasis. The sheath sizes used in the left common femoral artery were a 9f and 17f. There were no reported adverse patient sequelae. No clinically significant delay in the procedure was reported. The physician is reported to be trained in the use of the proglide device and established in the preclose technique. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It was reported that mild calcification was visible in a common femoral artery at the access site. Per the instructions for use, the safety and effectiveness of the proglide device have not been established for patients with femoral artery calcium which is fluoroscopically visible at the access site. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.